Event description:
(B) (4). It was reported that during a peripheral stenting treatment procedure, a stent dislodgement and dissection occurred. The 80% stenosed 8x30mm long target lesion was classified as a tasc b lesion and was located in the mid right common iliac artery (cia). The lesion was treated with placement of a 9x40mm study stent which was placed first, and a 9x21mm study stent that was placed second, and distal to the first stent. It was noted that there was residual waist over the stented area. An 8x20mm synergy balloon was advanced for post dilation, and extended beyond the 9x21mm stent. Before the balloon was inflated, the physician pulled back on the balloon catheter and the 9x21mm stent dislodged leaving a 1mm gap between the two stents. Post dilation was performed at 6atm for 30 seconds with good angiographic results. It was noted at this time that there was a non-flow limited linear dissection that was mostly under the 9x40mm study stent. The physician believes this occurred during post dilation. No additional treatment was provided for the dissection. Following stent placement, the 8x20mm synergy balloon was used along with an 8x40mm synergy balloon in a kissing balloon technique. The 8x20mm balloon was placed in the right cia, and an 8x40mm balloon was placed in the left cia. The right cia was dilated at 2atm and the left cia was dilated at 4atm both for 30 seconds. The 8x20mm balloon was removed, and the 8x40mm balloon was pulled back to the lesion site for post-dilation at 6atm. There was significant residual waist on the balloon, so it was removed, and post dilation was completed with the 8x20mm balloon at 8atm resulting in 30% residual stenosis in the left cia. The patient tolerated the procedure well without complications or discomfort.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).